Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a vacuum leak during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional contact information : (B)(6). A getinge field service technician trained the customer over the phone, the customer cancelled call and issue was fixed over the phone. J19 & j20 were mis-seated. The customer repaired and tested the unit and unit was cleared for clinical use.

Event description:
N/a.